Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead exhibited loss of capture (loc). The lead was confirmed to be dislodged. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.